Manufacturer narrative:
The pump was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which indicate a decrease in estimated flow and power consumption. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing, but failed visual examination. Visual inspection revealed surface abrasions on the lower housing ceramic disc and matching inferior surface of the impeller. Independent pathological examination did not reveal any presence of thrombus. However, the site found a thrombus on top of the inflow cannula on the explanted pump. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the inadequate flow rate can be attributed to occlusion/suction event that appears to be due to formation of thrombus in the ventrical and at the pump inflow. Although a definitive root cause cannot be determined, clinical and patient factors including the patient's previous medical history and comorbidities may have contributed to the event. Additionally lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): adverse events that may be associated with the use of the heartware® system include pump thrombus. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to a clinical change in the patient status that results in poor left ventricular filling. The instructions for use addresses setting of parameters for flow, power and watts and outlines guidelines for potential causes of alarms including assessment of the patient and device status and the related potential actions. Additionally, guidelines for optimal patient management (including therapeutic anticoagulation guidelines) are outlined in the labeling. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from a study that the patient was admitted to the hospital due to dark urine, with no pump alarms, and acute shortness of breath over the previous 4 days that worsened over the last 2 days. Log files were sent to the manufacturer for analysis. There was a decrease in power/flow noted but still within normal limits. Labs were drawn at hospital. It was reported the patient appeared to be in florid heart failure with increased bnp, low bp, and ldh "around" 400. Patient received tpa for suspected inflow obstruction. After head CT done with no abnormalities noted, alteplase injection 10mg followed by continuous infusion. Additional medications included dobutamine, heparin and vasopressin. On (B)(6) 2015, the vad flows continued to decrease from 2.5l/min down to 0 l/min on (B)(6) 2015 and a decision was made to exchange the pump on (B)(6) 2015. When the vad was removed the outflow graft divided, the left ventricle was inspected and a pannus and large thrombus approximately 2- 3 cm in size was found. It was indicated that the outcome of the event was resolved on (B)(6) 2015.